Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.device is a veterinary product. No patient information will be reported. Device similar to device marketed for human use.device was used for treatment, not diagnosis.placeholder.

Event description:
Hospital personnel reported a broken measuring guide during a tibial plateau leveling osteotomy of a canine patient. The veterinarian drilled the last holes and completed surgery. He closed the patient and then took an x-ray and discovered that the stem fell and broke off of the measuring guide in the dog¿s leg during surgery. The veterinarian then re-opened the patient and retrieved the broken piece of the device. This extended the operative time by thirty minutes. Surgery was successfully completed. This is report 1 of 1 for complaint (B)(4).